Event description:
It was reported that the smallbore 6 inch ext vlv experienced spontaneous disconnection. The following information was provided by the initial reporter: disconnect from tube and connector quantity = 1 during use

Manufacturer narrative:
One 20039e sample was received for investigation with residual fluid in the line; no packaging was received with the sample, however the customer indicates the affected lot number to be 19086144. Further information provided by the customer indicates that the separation occurred within 24 hours of the infusion having been started. A visual inspection confirmed the customer's experience as the smartsite component was received separated from the tubing joint. A closer inspection identified residual solvent at the joint of the affected tubing. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the separation could not be determined in this instance; however as solvent was present on the tubing, and the separation occurred up to 24 hours into the infusion it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the production records for lot 19086144 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 20039e set in the past 12 months.

Manufacturer narrative:
Investigation summary: a sample was not available for investigation of this feedback; however the customer provided a photograph of the affected sample; analysis of the photo confirmed the customer's experience with tubing separation at the smartsite joint. Root cause description: pr: 361689, model: 20039e, lot: 19086144, qty: 12,000, qn/deviation: none, mfg date:15/aug/2019. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19086144 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the separation could not be determined in this instance; however it is possible that an inconsistent amount of solvent had been applied to the joint during the assembly process. This is a manual process and is likely to have occurred due to human error. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 20039e set in the past 12 months.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced spontaneous disconnection. The following information was provided by the initial reporter: disconnect from tube and connector quantity = 1 during use.